Event description:
Follow up information was received from the medical assistant on (B)(6) 2019 and the case was reopened: the physician used the short needle included with the prolaryn voice gel. The needle broke at the hub.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a medical assistant and clinical manager of a physician's practice and concerns a (B)(6) male patient who presented for injection of prolaryn voice gel for vocal cord paralysis on (B)(6) 2018. Medical history and concomitant medications reported as none. While the physician was trying to insert the 27g needle, the needle broke off in the soft tissue of the larynx, in the mucosa just above the left vocal cord, coming out of the soft vocal cord. No product was injected. The physician attempted to remove the needle in the office but it was too deep. The patient was transported to the hospital, where he underwent surgical removal of the needle. While the patient was still under sedation, he was successfully injected with prolaryn voice gel. The patient was placed on keflex (cephalexin) post operatively. The patient presented for follow up on (B)(6) 2018 and was fine. There were no sequelae from the event. Causality reported as related. The lot number was unknown as the syringe was disposed of and the lot number was not recorded.